Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of hemorrhage, cardiac arrest and death, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who noted that there is no obvious cause for this event and the observation of blood in the intubation tube may be secondary to injury related to resuscitation maneuvers. This event is not related to the device, but may be related to the procedure. Based on the information reviewed, a definitive cause for the reported hemorrhage, cardiac arrest and death could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. This was a sick patient with multiple comorbidities. The first clip was implanted, reducing the mr to 3. The second clip was implanted lateral to the first clip; however, there was no further reduction in mr. The physician did not believe a third clip would result in further reduction; therefore, the procedure was completed. After the guide was removed and the physician had left the room, the patients heart stopped. Chest compressions were performed, and blood was then observed in the intubation tube. The blood was suctioned and the patient was shocked 4-5 times, but could not be revived. No effusion was noted, and the clips remained secure on the leaflets; therefore, the physician could not determine the cause of the bleed or death. No autopsy will be performed. No additional information was provided.